Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, a possible cause includes degradation and stress problems. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the adhesive on the objective lens is chipped and partially missing, and the bending section cover glue is chipped was found. There was no patient involvement.